Manufacturer narrative:
Visual inspection of the returned component identified gouges on the surface of the patellar recess and confirmed that a small piece of the anterior lip, located underneath the patellar recess, had broken off. Dimensions measured were found conforming to print specifications. This device is used for treatment. A complaint history search identified no other complaints for the part/lot combination. The package insert of this device warns that under high loads and impact forces breakage of the device can occur, particularly when the item is damaged, nicked, or scratched. Package insert also addresses the potential harm (pain, infection, revision, allergic reaction) associated with the breaking of the provisional due to misuse during surgery. The device has a potential field age of over (B)(4) years, and the lip broke in a region repeatedly subjected to mechanical stress, where the handle pushes on to secure it into the tibial tray, and where gouges were observed. However, it is reported that the lip broke when the surgeon struck it during range of motion check. Therefore, possible misuse is considered as the root cause of the failure.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured during surgery as the surgeon performed a trial range of motion.